Event description:
The customer called philips because the alarm was continuously going off on the system in pacing mode. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.